Event description:
It was reported that during cleaning and sterilization, the customer noted that the single site cannula was not aligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the cannula tube was able to move with respect to the bowl feature. The weld that joins the tube and the bowl was cracked around the circumference. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the weld defect if to reoccur could cause or contribute to an adverse event.